Event description:
Nurse and tech were setting up for a colonoscopy and testing the scope when the scope would not get adequate co2. With troubleshooting the problem found that the co2 was turned on and the endosmart tubing was not regulating the co2. Noted that there was adequate amount of air. A new tubing was put up and the co2 worked properly after that. Of note event reporter states "I have personally now had several events with the endosmart tubing where it either allows too much co2 through the tubing and it blows off with force or it will not allow enough co2 through the tubing."